Event description:
It was reported that a kink occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that the sheath of the was kinked during partial recapture of the closure device. No patient injury or complications were reported. Procedure was completed with this device.